Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump sounded multiple pump error alarms. While most alarms cleared, the insulin pump's error table did not indicate that the pump error alarm cleared active insulin. Customer's blood glucose was unknown at the time of the incident, but patient was also in hospital at the time of the call on (B)(6) 2019. Troubleshooting was performed. The insulin pump will not be returned for analysis.